Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this device declared safety mode. Technical services were consulted and recommended immediate replacement. No adverse patent effects were reported. This device currently remains implanted and in service. Additional information: a good faith effort was submitted to the field to obtain additional details regarding the status of this event. In addition, the following hospital's name and address were also requested. At this time, no further information has been provided.